Event description:
For the past two months the dexcom g6 sensors have been consistently causing extreme skin irritation including rashes, bleeding, and blistering. After wearing a sensor for two or three days out of its ten day lifespan, the skin underneath becomes very itchy and noticeably red. Towards the end of the ten day lifespan the skin is blistering and swollen. Once the sensor is removed it takes approximately three weeks for the skin to heal. I've been using dexcom products for over seven years and have been using the most recent system (the g6) for eight months. The problem has only been occurring for the last two months. I've reached out to dexcom to report the issue; they sent me replacement sensors and suggested I try inserting on my arms instead of my stomach. This has not remedied the problem. FDA safety report ID# (B)(4).